Manufacturer narrative:
D4. Device lot # was provided and updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the microcatheter was navigated to the left m1 internal carotid artery (ica). At least 30% of the stent (ped2-500-16) was deployed, but the distal end did not open. The physician proceeded to drag the entire system into the ica, but the stent did not flare following the maneuver. The stent was recaptured, and the system was advanced into the m1. When the stent was pushed out again, it was noticed the braid appeared trumpeted at the distal end. It was noted the proximal part of the device was positioned in a bend. The device was retrieved, and a second device (ped2-475-18) was deployed. The second stent also failed to open. About 40% of the stent was pushed out before the entire system was pulled into the ica with the aim of inverting the ptfe sleeves. The stent still did not open, and after about 50% of the device was deployed, it was noticed the middle section of the device appeared to be opening. After more than 50% of the stent was pushed out of the microcatheter, the device opened successfully at the distal end. The remainder of the procedure was completed with no issues. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left ica supraclinoid with a max diameter of 10 mm and a 7 mm neck diameter. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, but the platelet reactivity units (pru) level was unknown. Refer to manufacturer report 2029214-2021-00854 for details pertaining to the related reportable event.